Manufacturer narrative:
E.1. Initial reporter addr 2: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® serum blood collection tubes, there were stopper pops off seen in 21tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 06-feb-2026 investigation summary: bd received 1 photo and 86 samples for investigation. The photo was reviewed and no defects were observed. Twenty-nine (29) of the returned samples were randomly selected for functional testing. One sample did not fill with fluid, one sample experienced stopper-shield separation, and one sample exhibited stopper creep-out/stopper pop-off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: closure separation, no fill, and stopper creep-out. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® serum blood collection tubes, there were stopper pops off seen in 21tubes. No adverse impact was reported regarding the patient or user.